Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was discovered that the screw in question was broken at our sales distributor¿s site prior to the planned surgery. The planned surgery was eventually completed without the use of this specific product. No patient harm was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product codes for this report include hwc. Device was not implanted or explanted. The facility will not be returning the complainant part to the manufacturer for review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: no non-conformance reports (ncr) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.